Event description:
A dialysis facility nurse reported a suspected air embolism occurred during a patient treatment on a meridian hemodialysis machine. During the treatment it was reported that the blood level in the arterial drip chamber was dropping and the level was corrected several times. There were no problems noted with the patient's fistula access. The cause of the lowering of the blood level was not determined and there were no alarms reported. Mid-way through the treatment, the patient began to cough, had difficulty breathing and was perspiring. The patient's blood pressure (bp) wa s167/92. The patient's bp at the start of treatment was 133/103. The nurse observed foam or micro-bubbles in the venous line going to the patient with no alarms. The venous and arterial blood chambers were at the appropriate level. The treatment was stopped, the patient was placed in the trendelenberg position and administered oxygen. The patient was then fine, bp was 178/97. Patient's bp at discharge was 142/84. The bloodlines were re-primed and the treatment was completed. There was no patient injury associated with this incident. Treatment parameters consisted of pre-pump arterial pressure monitoring, 400-ml/minute-blood flow rate, 700-ml/minute dialysis flow rate, and a 3.75-hour treatment time.